Event description:
The customer reported a ventilator unit fails the electrical safety test. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the caller to remove the loc-tite from the retention plate screws as this is known to cause this issue. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. Further information is pending.

Manufacturer narrative:
The remote service engineer advised the caller to remove the loctite adhesive from the retention plate screws as this is known to cause this issue. It was reported that excessive loctite was found after the replacement of the gas delivery system (gds) for a prior flow sensor issue. After the excessive loctite was cleaned off, all connections were checked, and the reported issue was reported to have been repaired. No other anomalies were reported.